Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator for head/neck ( non-malignant), occipital neuralgia, and spinal pain. Left occipital lead migration was reported. The patient reported sneezing and that the lead moved. Device interrogation/device data results were that the lead was unsatisfactory. The date of the test was (B)(6) 2015. The intervention taken was to explant/replace the lead which occurred on (B)(6) 2015. It was noted that the device disposition was unknown. The issue resolved without sequelae on (B)(6) 2015. The event was considered related to the device or therapy and unlikely related to the implant procedure.

Event description:
Additional information from the healthcare professional of the clinical study reported that the clinical diagnosis was unsatisfactory analgesia.

Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. Product ID: 3778-60, serial# (B)(4), product type: lead. Product ID: 3778-60, serial# (B)(4), product type: lead.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the clinical diagnosis was the patient felt the occipital lead move after sneezing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.